Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that a asymptomatic patient presented on merlin net with numerous ventricular noise reversions and was brought into clinic for further testing. There were a large number of noise reversion episodes, all with a short duration. Noise was reproducible with isometrics and pocket manipulation. Leads is continued to be monitored at this time.